Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys software was reloaded and the collimator sizing was recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported that the image on the left monitor was intermittent. This resulted in a loss of the live image. There is no report of pt injury associated with this event.